Event description:
It was reported that patient presented in clinic with persistent pocket stimulation. Review of chest x-ray found that left ventricular (lv) lead had dislodged. Dislodgement was confirmed via chest x-ray. The lead was explanted and replaced with new lead as a result. Patient condition was stable.